Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a family member regarding a patient receiving an unknown drug (caller was unsure, but stated the patient's ID card stated baclofen) via an implantable pump for non-malignant pain. Information received reported the patient's pump was alarming or beeping. The caller stated the patient has been using (B)(6) in (B)(6) for refills, but the patient had been experiencing difficulty getting in for pump refills. The caller stated the patient's pump alarm went off yesterday ((B)(6) 2019) due to needing a refill. The caller tried to get a hold of their healthcare professional (hcp) and they said "the best they can do is say we can't get to you now and didn¿t give her any kind of information". The caller was told to go to the ER if the patient has an emergency and started feeling bad. The caller requested assistance in finding another hcp. No symptoms were reported.